Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The damage to the filtration element was able to be confirmed. The core was separated. The physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the emboshield nav6 embolic protection system instructions for use (IFU) states: do not advance any component of the emboshield nav6 embolic protection system against significant resistance. The cause of any resistance should be determined via fluoroscopy and remedial action taken. Further handling during packing for return analysis likely contributed to the bare wire bending and separating. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during the procedure for treatment of the moderately tortuous, proximal internal carotid artery, an emboshield nav 6 delivery catheter was advanced to the target site with resistance due to heavy calcification and force was applied to reach the target site. After removal of the emboshield nav 6 filter element without resistance, the physician observed that the filter was torn, possibly allowing debris to escape while being used in the anatomy. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Device code 2017- against resistance. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.